Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed a hi-pot test and insulation resistance tests. The cause for the test failures was isolated to a short in a pulse wire in the distribution node (dn). The cause for the short was loose shrink tubing on the solder joint connecting the pulse wire to the therapy electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot test and insulation resistance test. The last pt to use this electrode belt did not report any deficiencies.